Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, and advised them to call back if the problem reoccurs. The customer was able to continue using the pump without further incidents.